Event description:
A patient reportev blood glucose results of "122 and 155 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The control solution was replaced.

Manufacturer narrative:
Lifescan has requested the return of the control solution for evaluation, but has not yet received it.